Event description:
It was reported that a spectrum infusion pump was alarming constant downstream occlusion in the medical/surgical care area. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the downstream occlusion alarm caused by a failed downstream sensor. Eval found the downstream sensor current reading to be out of spec (high). This elevated signal level was the cause for the nuisance downstream occlusion alarms. The failed downstream sensor was replaced.